Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were a result of far p wave over-sensing. Programming interventions were discussed; however, no intervention has been reported. The patient was stable.